Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the customer's insulin pump received no delivery alarms. Troubleshooting for no delivery alarm was performed. During troubleshooting, the customer mentioned they had experienced low blood glucose of 30mg/dl to 35mg/dl and blood glucose levels of up 282mg/dl. Customer treated low with food. Customer agreed to troubleshoot for high blood glucose. Customer treated high but just waiting and eating. Customer was advised to disconnect. Customer reported drive support cap appears normal. Customer declined to check for leaks or air bubble, and also declined site/insulin issues check and pump programming check. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.